Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a 8.5mm longitudinal tear starting 4mm from the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 17-nov-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a severely tortuous and moderately calcified coronary artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different size non-bsc balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed longitudinal balloon tear.